Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 400 mg/dl and a bolus was delivered to address bg. Pump system check was performed with tandem technical support and air bubbles were observed exiting the cartridge. Reportedly, contact changed out the cartridge.